Event description:
Pt presented to the hospital's operating room for "laparoscopic cholecystectomy" related to her diagnosis of acute cholecystitis. The pt while in the operating room had an "epic universal clip applier" used. The clip applier was reported by the surgeon to misfire multiple times during the procedure. The event was described was "when we would clamp, it would not staple, when we would unclamp, the staple would fall out." No other devices were in use at the time of the procedure. No injury was reported as a result of the malfunction. The pt was admitted to the hospital as pain and discharged home on (B)(6) 2012. No injury reported.